Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that it occurred when the implanted implantable pulse generator (ipg) was, "near a high powered electrical device," suggesting potential electromagnetic interference (emi). The ipg remains in use. No further patient complications have been reported as a result of this event.